Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photo provided. The customer returned one photo of the (B)(6) bd shelf carton. The customer reported no lot number. The photo was examined, and it was observed that the lot number, manufacturing date, and expiration date is missing from the shelf carton. A review of the device history record was completed for batch# 2199455. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photo received, embecta was able to confirm the customer¿s indicated failure. Root cause): the video jet printer prints the coding onto the completed cartons. When the printer is not functioning, the associate will temporarily remove the cartons prior to the printer until the printer is functioning appropriately. If an extended amount of time is needed to get the printer back in operating order, the entire operation is shut down. When the printer is functioning appropriately, the operator will manually place the cartons back onto the transfer belt, prior to the printer. If the carton is not placed onto the transfer belt in the correct layout it will print the coding on the incorrect side. There is a camera detection to verify the coding is present, however the camera only detects the correct and/or missing coding and not location.

Event description:
It was reported that (B)(4) of the bd ultra-fine¿ ii short needle insulin syringe label information was missing. The following was recieved from the initial reporter: no lot#.

Event description:
It was reported that 100 boxes of the bd ultra-fine¿ ii short needle insulin syringe label information was missing. The following was received from the initial reporter: no lot#.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.